Manufacturer narrative:
Patient information was unavailable from the site. Onsite functional and visual examination was performed by a manufacturer representative. The system passed the system checkout and was determined to be operational. A software analysis was initiated. Analysis was inconclusive based on the provided information. Other relevant device(s) are: product ID: 9735585, software version i7 (B)(4) 9735585. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a posterior fossa procedure. The surgeon said he was inaccurate by 1cm posteriorly. There was no reported delay to procedure and no reported impact to patient outcome. The procedure was finished with recognition that navigation was off, and surgeon accommodated perceived inaccuracy. No impact to patient.